Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report 03/04/2021, 0002023141-2021-00522 has been submitted for a previous infection event with the same device, same patient. Patient weight is not provided / unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that the tsv4b10 implant was removed due to buccal bone loss in tooth site #13. Patient was grafted with allograft and sent home to heal.